Manufacturer narrative:
E1 address 2: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope was not connecting. There were no reports of patient harm.